Event description:
On (B)(6) 2023 dental implant placed #14. The area of my tongue by the implant has been swollen and scratchy ever since. I have to sleep a certain way, so I don't feel like I'm gagging on my tongue. No one knows what to do about it.